Event description:
Event description boston scientific crm received information that the pacemaker electrograms have a ventricular sensed event just after a paced event. The ventricular threshold is high at 4 volts @ 1.0ms. The device is currently programmed to a setting lower than the threshold.